Event description:
It was reported that the device was found to be unable to start up correctly and presented a critical error. Besides the connector j13 on mainboard and the front enclosure are broken. No patient harmed and no injury reported because this was found during service and repair.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection reported defects to the outer case. The functional evaluation confirmed that the device would not start, establishing a relationship with the event reported. The root cause has been identified as a failed component on the main circuit board. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.